Event description:
The facility reports the safety belt released as the resident was being turned to an unload position after being bathed. The resident suffered considerable damage to the resident's left knee and a minor bump on the resident's upper right forehead.